Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional atherectomy with balloon angiogram procedure. Reportedly, an unknown failure occurred during deployment of the first device. The vessel was dissected, though it is unclear how the vessel damage occurred. Two more prostyle devices were attempted to close the access site; however, with both devices, a cuff miss occurred as when the plunger was retracted, the sutures were not attached. A cut down was performed to treat the vessel damage and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.